Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2012, to excise an overgrowth of soft tissue around the implant site. The abutment was also exchanged for a longer model.

Manufacturer narrative:
Implanted device remains.